Manufacturer narrative:
(B)(4). Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
An attorney alleges that a heating pad caused serious injury to his client's left calf. There was not a report of property damage with this incident.

Event description:
An attorney alleges that a heating pad caused serious injury to his client's left calf. There was not a report of property damage with this incident.